Event description:
Complainant indicated that during functional testing prior to surgery the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.